Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for indication of failed back surgery syndrome. It was reported that the programmer was not powering on. Patient confirmed using regular alkaline batteries. She replaced the batteries and the programmer was still not powering on. Patient service specialist (pss) asked the patient if she could see any signs of damage to the programmer or corrosion inside the battery compartment; patient stated no. This issue started sometime in june. Patient called in and stated that her pain stim device was hurting. The patient reported that it was not the device itself. The says, "its lines leads on my spine they hurt at the device attachment. So painful it malfunctions. Also it goes higher at night when I'm resting, up to 510 volts".